Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified anatomy resulted in compromising the balloon material such that second inflation resulted in the reported material rupture (small hole noted on the balloon). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo left anterior descending artery. A 3.0x12mm xience alpine was advanced and once at the lesion the balloon was inflated twice at 15 atmospheres; however, a small hole was noted on the balloon. Another xience alpine stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.